Event description:
It was reported that during a craniotomy surgical procedure the hand piece device displayed an error code 6. The surgical procedure was completed without delay. No patient harm, adverse outcome or injury was alleged. The reporter confirmed that an identical spare device was available for use. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The console device was received for evaluation, however device evaluation is anticipated, but has not yet begun. If additional information is received, a supplemental report will be sent. (B)(4).

Manufacturer narrative:
Engineering evaluation: the actual device has been returned. Reliability engineering evaluated the device and the device passed all manufacturing specifications. The reported condition could not be duplicated or confirmed. If additional information should become available, a supplemental medwatch report will be sent accordingly. (B)(4).